Event description:
The doctor reported the implant was removed due to insufficient primary stability approximately 2 months - 1 week after implant placement. However this case was also assessed in the aspect of osseointegration failure as the implant was explanted around 2 months after the implant surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported local infection was observed during the implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Summary memo.